Event description:
It was reported that the patient experienced an increase in seizures. The treating physician increased the parameters at that time; however, the patient experienced painful stimulation and coughing at the higher settings. The physician decreased the settings in response to the side effects, but the patient had an increase in seizures again. It was decided to replace the entire vns system. The full replacement was completed, and the battery of the explanted generator was reportedly not depleted. The explanted products were discarded following surgery and are not expected to return to the manufacturer. No additional pertinent information has been received to date.

Event description:
It was reported that the system diagnostics taken prior to the replacement surgery were within normal limits. No additional pertinent information has been received to date.